Event description:
This supplemental report is being submitted to correct the previous report and provide the manufacturer's completed investigation. The rental dreamstation st30 device was returned to a third-party service center as no longer needed. As a result of a third-party inspection, no faults were found, and the filters, tubing, and manual were replaced. The device was tested and all testing passed. The device was sent to be put back into the loan stock. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to correct the previous report and provide the manufacturer's completed investigation. The rental dreamstation st30 device was returned to a third-party service center as no longer needed. As a result of a third-party inspection, no faults were found, and the filters, tubing, and manual were replaced. The device was tested and all testing passed. The device was sent to be put back into the loan stock. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the patient passed away and the rental dreamstation st30 device will be returned. There is no allegation of malfunction, or that the device caused or contributed to the death. Medical intervention was not specified. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.